Event description:
It is reported that; l5 screw (cat#482802745,lot#148991) breakage was noticed between tulip head and shaft during revision surgery for loosening s1 screw(cat# and lot# are unknown). The date of primary surgery was not specified.

Manufacturer narrative:
(B)(4). Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed and no anomalies were found. The cause of the reported product issue cannot be determined due to the lack of available information.

Event description:
It is reported that; l5 screwbreakage was noticed between tulip head and shaft during revision surgery for loosening s1 screw. The date of primary surgery was not specified.